Manufacturer narrative:
Additional information: h6, h11 this report is being supplemented to provide additional information based on the third-party testing results and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the data provided, no correlation was found between the actual condition of the product device and the source of contamination. Generally, device damage (e.g., scratches, cracks, creases, twists) can be a source of microorganisms, especially when combined with inadequate reprocessing. Without the customer's hygiene microbiological investigation (hmi) results and detailed cleaning disinfection and sterilization (cds) information, it is impossible to establish a correlation between reprocessing negligence regarding the validated procedures described in the instructions for use (IFU) and the product condition and/or microbial contamination. Olympus hmi was not performed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that thecolonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.